Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They changed the site and set but their blood glucose continued to stay over 500 mg/dl. They corrected with a bolus, but it did not work. They treated with manual injection and it worked. The customer¿s blood glucose during the incident was 280 mg/dl. Their current blood glucose was 504 mg/dl. The customer had nausea. Troubleshooting was performed. The device passed the displacement test. They received an unexpected restart alarm since the high blood glucose began. The device was without a battery for a couple of days. The basic occlusion test was performed, and the device passed. However, the basic occlusion test was repeated, and the device did not pass. The insulin pump will not be returned for analysis.